Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0qxr3, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# v448203, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the neurostimulator, serial #(B)(4), found the setscrew backed out too far. The ins was attached to a known good lead and normal impedances were measured on all circuits and electrode pair combinations.

Event description:
The manufacturer representative (rep) reported that during a normal-bilateral replacement the new implantable neurostimulator (ins) had impedances issues when tested. They reseated three times and each time had the impedance issue. They tried it using the other lead and still had impedance issues twice. The rep stated that it could have been user error, but she did not think so because it happened on repeat attempts. The rep thought she saw the "blue lined up correctly originally." They placed two new inss without issue on the existing leads. There was no associated patient harm or symptoms during the event.